Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported they had an appointment scheduled with their physician in a couple of weeks. The patient also noted they were trying to check their battery level to see which one was low, and stated they would buy new programmer batteries as they thought their programmer batteries were low.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinsonian tremor, essential tremor movement disorders. The patient reported that they saw their healthcare provider (hcp) in (B)(6) who told them their ins was getting low and might need to be replaced in a couple months. The patient¿s ins was shown to be at 2.72v, and technical services reviewed that the elective replacement indicator would be at 2.6v. The patient stated that they were having trouble with their right leg in (B)(6), and having trouble with their walker in enclosed spaces. The patient was getting stuck a lot. The hcp reprogrammed the patient and their right leg was doing a lot better. They stated that they were doing okay for a month or so, maybe a little more than a month, when they all of a sudden started feeling awful and stated having a lot of problems with their right leg again. The patient stated this began about 10 days prior, in (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.